Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the end of the cord to the cart that plugs into the wall arced. The cord was charred. The event happened during setup before the case. A different cart was used. There was no delay in the case and it was completed successfully.